Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this event was returned for evaluation without the bur head. It was visually confirmed that the bur was broken. Investigation results indicate that the bur may have been subject to bending which could have led to the fracture observed on the returned part, but this cannot be confirmed. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke at the tip. It was also reported there were no delays and no adverse consequences as a result of this event.